Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. See manufacturer report number 2032227-2014-67438 for belt clip.

Event description:
Customer reported that she was hospitalized for low blood glucose. Customer stated that she gave a bolus after meal and went to take a nap and half an hour later, her son couldn't wake her up; the paramedics were called. The insulin pump did not give any alarms. She was treated with glucagon shots and was taken to the hospital and was given an intravenous drip. Customer stated that her sensor was not turned on at the time. Customer also complained about currently having sensor reading discrepancies. Sensor was reading 70 mg/dl and her blood glucose was 187 mg/dl. She also reported that the belt clip broke. Blood glucose value at the time of the event is unknown. Nothing further reported.